Event description:
It was reported, the patient lost stimulation sensation. The device had been recharged four days prior. The device was interrogated with the patient programmer and the charge level was at 75%. Ten minutes later, the patient lost stimulation. The device was unable to be interrogated and could not be recharged. The patient was seen in the clinic where the device again could not be interrogated with the patient programmer, the physician programmer or the recharger. X-rays were taken which did not indicate the device had flipped. Troubleshooting was being considered. Additional information has been requested, but was not available on the date of this report.